Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 24 alarm found on (B)(6) 2022. Pump received with failed battery test alarm after battery insertion. Unable to verify pump error 24 alarm or perform the displacement test, sleep current test, active current test and self test due to failed battery test alarm. Successfully downloaded history files and traces using thump. Pump error 24 alarm found in the pump history file/trace on 11-jul-2022 at 23:41:00. Pump was cut open to perform visual inspection and found moisture damage inside the harness assembly vibrator or corroded battery tube. Swapping out test case confirms failed battery test alarm is isolated to the case. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Failed battery test alarm due to corroded battery tube. Pump error 24 alarm was unknown. Cosmetic damage found on the pump case. Corroded battery tube found during inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and pump error alarm and screen turns off. Insulin pump was able to clear alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device.